Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 20 mg/dl. Customer's husband assisted the customer in consuming juice and paramedics administered a glucose injection to treat the low bg. Reportedly, the pump settings needed to be adjusted. Recommendation was made to discuss diabetes management with a health care professional.